Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One image was provided and review, the image shows there is a long balloon in the left superficial femoral artery. This is fully inflated with a tight stricture or narrowing in the distal aspect of the balloon. There does not appear to be significant calcification in the artery. Therefore, the investigation is confirmed for the reported balloon twist upon inflation problem as fully inflated with a tight stricture or narrowing in the distal aspect of the balloon. A definitive root cause for the reported balloon twist upon inflation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, d4 (unique identifier (UDI) #), h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure using the lutonix 018 drug coated balloon. During the procedure, the balloon allegedly wrapped in deployment and not inflate fully. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure by using the lutonix 018 drug coated balloon. It was reported that during the procedure, the balloon allegedly wrapped in deployment and not inflate fully. There was no reported patient injury.